Event description:
It was reported that the insulin pump was not delivering the proper amount of insulin, resulting in high blood glucose levels to the customer. It was stated that the insulin pump appeared to be delivering, but the customer's blood glucose levels remained extremely high. Troubleshooting was performed, and the daily totals were correct. It was also stated that the customer was using the correct batteries, but was getting failed battery test alarms. Attempted to rewind the insulin pump, and it stopped mid-way through the rewind, then continued rewinding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.